Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6214804, medical device expiration date: 2021-08-31, device manufacture date: 2016-08-01. Medical device lot #: 8085621, medical device expiration date: 2023-04-30, device manufacture date: 2018-03-26. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 6214804 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 8085621 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for scratched print. There were two (2) notifications [(B)(4)] noted for missing zero line. There was one (1) notification [(B)(4)] noted for double print. There was one (1) notification [(B)(4)] noted for missing print investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale markings on the bd insulin¿ syringe were "slanted or not even". There was no report of exposure, injury, or medical intervention.